Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, customer continued to use pump for insulin delivery. Customer's blood glucose was 78-80 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.